Event description:
Device 1 of 5. Reference MFR report #s 1627487-2012-04125, 1627487-2012-04126, 1627487-2012-04127, 1627487-2012-04138. It was reported the pt's stimulation was not effective. The physician removed the entire scs system. F/u identified the issue was resolved with the replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.